Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that "difficulty when advancing the catheter. When attempting to remove it, the catheter was no longer attached to the canula" the device was not retained for examination.